Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that a few days ago, they experienced some sharp pains in their leg at night. Patient further stated that they typically felt throbbing in the back of her thigh and higher but indicated this is normal and not something she is concerned about but that the stabbing was to the side of their thigh down almost the middle thigh on the right. Patient also reported that felt uncomfortable at the ins site when the stimulation was on. Patient stated they turned it off and on again and felt throbbing in their foot and when turned off it stopped. Patient changed to program 4 at 1.6v and felt better in their vagina. Patient was redirected to follow up with managing hcp regarding the reported symptoms no further complications were reported or anticipated.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had been seen on (B)(6) 2018 and documented good function with zero accidents. The patient was encouraged to do biofeedback and taken imodium for episodes of diarrhea. There had been no actions/interventions taken to resolve the pain and pressure when sitting and strong stimulation when sitting/laying down. The patient was advised to wear supportive underwear to resolve the shocking at the ins site. The patient's weight at the time of the event was answered 'no'. The patient also called back and wanted instruction to turn ins off, they reported they were told to do this by their healthcare provider for a few days. Information was reviewed. The patient also stated a programmer called them the day of the report and had them change from program 3 to program 4. They wanted to know what programs are and how they worked, information was reviewed.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient again reports she was having problems with bowels and bladder, does not need to get up every 2 hours during the night for bladder like she did before implant, but has to go every 2 hours during the day. Patient also reports when the device was implanted she could wait '2 minutes maybe 3 minutes' before having a bowel movement (which she was happy with). Patient reports again that she had to switch from that program because of pain in her vagina was like medieval torture. Device was currently on program 1 with a stim of 2.7 v and was on. Patient wanted to switch to program 3 and was assisted and stim turned to 1.8 v. Patient stated she could feel stim and it was not uncomfortable. Patient was sent a tutorial on how to navigate their programmer. Patient reports that the pain in the thigh previously reported has since been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported their patient programmer was not working. They reported their patient programmer was showing an error message. The patient reported they were having pain in their vagina and they usually adjusted the stimulation, it was throbbing and the stimulation was stronger when they were in bed laying down. The patient reported not getting much time to get to the bathroom. Patient reported they were driving and the stimulation was very strong. Patient reported they had a different pressure on their back when they were sitting in the car. The patient reported their healthcare provider was scheduling an appointment with programmer to check their device because they were not progressing very well. Patient reported their son drove their car and they may have moved the seat and that could also be the reason they were having pain when sitting driving causing pressure on their back. Patient stated their pain level was 8 out of 10 when sitting on the couch or sitting in the car driving. Patient reported the therapy was not helping at all. Patient reported the patient programmer was showing the patient programmer battery replacement icon on the screen. Infor mation was reviewed. It was recommended to replace the programmer batteries and call back for assistance. It was recommended to monitor symptoms and track settings. The patient called back after changing batteries in their patient programmer. The patient was able to sync with their patient programmer and see the stimulation on icon. They increased amplitude from 2.4 to 2.5, but stated it was not working, they were not feeling anything, even though they would usually be feeling pain in their vagina and would be jumping in discomfort with the amplitude that high. Patient reported they had not had any falls or traumas and had not changed the program, so it was not clear why they were no longer feeling stimulation sensation or discomfort at that amplitude. It was reviewed to discuss this with their managing physician and they would be in the best position to assist the patient. The patient indicated they had an upcoming appointment for programming. The patient called back again, stating their setting was at 2.3v and they were not feeling stimulation. They stated they were peeing every hour. Patient reported they felt a little weird tiny shock where the ins was located, so they decreased stimulation to 2.2 while on the phone with patient services. The patient called back again. They were able t o sync with their programmer and they were on program 3 at 2.2v. They reported they set it where they wanted it to be set. They stated they were at 2.5v and they did not feel anything. They reported they felt it before at 2.5v. Patient increased to 2.7v and confirmed they were feeling it at that time. Patient repeated what they had told the previous agent about how it hurt them especially when sitting in the car, they were told to turn stimulation off when in the car. Patient reported that every once in a while their middle finger on their right hand felt a little numb, just the tip of their finger. The patient reported that the day of the report they replaced the patient programmer batteries and increased stimulation and immediately they felt throbbing, pulsation like crazy, like a heartbeat in their finger. The patient reported that the first time they increased at their healthcare provider's office they jumped, but their healthcare provider told them it was where it needed to be, however the patient stated they had pain that they needed addressed. Patient reported the pain made them unable to sleep and their healthcare provider told them to turn it off. The patient said that it was keeping them from waking up after 2 hours to go to the bathroom and they could not sleep anymore. They reported the device really helped their quality of life. The patient reported the patient programmer batteries were depleted and they still had the pain. It was reviewed that the patient programmer batteries had nothing to do with the ins/feeling of stimulation. Patient also mentioned they had a short term memory. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that program 4 was not working for them. The reiterated issues previously documented. They wanted assistance changing programs. They were walked through changing to program 1 at 0.8v, where they reported they felt it comfortably.